Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting pacing impedance greater than 3000 ohms, high thresholds and there was a possible lead fracture. The rv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. There were two patient alerts for rv pace lead impedance on (B)(4) -2013 and (B)(4) 2013. Weekly pace lead trend data shows an increase for min and max v pace= 712 to 3360 ohms peak between (B)(4) 2013 and (B)(4) 2013.